Event description:
Pt has experienced hoarseness since vns system replacement surgery. It was reported that the treating neurologist has recommended voice therapy. Investigation to date has been unable to determine whether the pt has vocal cord paralysis.